Manufacturer narrative:
(B)(4).

Event description:
It was reported that 12 hours post implant; the left ventricular lead dislodged and exhibited loss of capture at high output after the patient was defibrillated for ventricular fibrillation. The lead was explanted and replaced. The patient was in good condition post procedure.